Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that three rt105 adult breathing circuits were found leaking from the water trap and did not pass the ventilator leak test. There was no patient involvement.

Manufacturer narrative:
Ps377621, device 1 & 2: lot#: 2101426562; date of manufacturing: 08-dec-2020; UDI: (B)(4). Device 3: lot#: 2101370036; date of manufacturing: 03-nov-2020; UDI: (B)(4). Method: the three complaint rt105 adult breathing circuits were returned to fisher & paykel healthcare in new zealand for evaluation, where they were pressure tested. Results: pressure testing revealed that the three complaint circuits were out of specification. The water bath test revealed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: we are unable to determine the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt105 adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). Device 1 & 2: lot#: 2101426562; date of manufacturing: 08-dec-2020; UDI: (B)(4). Device 3: lot#: 2101370036; date of manufacturing: 03-nov-2020; UDI: (B)(4). The three complaint rt105 adult breathing circuits are currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher and paykel healthcare (f&p) field representative, that three rt105 adult breathing circuits were found leaking from the water trap and did not pass the ventilator leak test. There was no patient involvement.